Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Complaint samples were received and assessed. The sample was pasted on to the arm, lifted the non-adhesive tab at the end of the dressing to peel the carrier no.4 off the dressing. The carrier was hardly separated from the film. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimised for carrier peeling. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
When the carrier#4 was removed, the film dressing got peeled off from the skin. Please check the attached photos. Most of products in the carton were affected. No patient harm. No delay. No information about backup. The samples will be returned for investigation.